Manufacturer narrative:
The drill was received by the manufacturer, however, the overheating complaint could not be replicated. Preventative maintenance was performed, and the drill will be returned to the user facility.

Event description:
It was reported by the user facility that the drill heated up. There was no report of any patient involvement, or of any adverse consequences associated with this event.